Event description:
Customer sent the v60 unit to the international service center to repair due to a scratch on the touch panel. The service technician replaced the touch screen per customer's request, but additionally identified in the diagnostic event log the occurrence of error code 1201 (patient circuit occluded/no air flow). The customer did not report any unit anomaly related to this type of issue. There was no patient involvement.